Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. Catalog #: a complete catalog # is unknown as serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: UDI # is unknown as product serial number was not provided. If implanted, give date: unknown, information not provided. If explanted; give date: not applicable as the lens remains implanted. (B)(6). Device manufacture date: unknown as serial number was not provided. (B)(4). Device evaluation: the complaint sample was not returned to the manufacturing site (the lens remains implanted in the patient's eye); therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A search of complaints related to serial number cannot be performed since the serial number is unknown. Conclusion: no sample was returned and serial number is unknown; therefore, an investigation could not be performed, and no product quality deficiency is confirmed. An attempt was made to obtain missing information; however, no information was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient has -3.0 residual cylinder after being refracted first day post operation. The intraocular lens remains implanted in the patient's eye. Additionally, it was indicated that the patient returned to 6/6 vision for distance. That the patient's visual acuity (va) is 6/6 now, can see distance clearly and there is no other complaint. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.